Event description:
"Fiber sparked when they tried to remove from machine, and fiber fell apart."this information is documented as reported to trimedyne, inc.

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form.(B)(4).